Event description:
It was reported that the black atrial plug end of the external pulse generator was broken off. The generator was returned for service. It was indicated on the return paperwork that there were no patient complications associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event. Atrial output connector is broken. Main printed circuit board is out of electrical specification. Upper and lower cases are broken. Ring cover, two side bail covers, ring , two side bails, and one control knob is missing. Keyboard pad has a cosmetic issue. Battery contacts are compressed. Battery release, heart lead flex, battery flex, and lead flex cover are contaminated.